Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for 25-hydroxy vitamin d (vitamin d). The erroneous result was reported outside of the laboratory. The customer had a similar issue on the same analyzer which was reported on manufacturer report 1823260-2016-00883-00. The customer also complained of the issue with vitamin d results and an issue with 8 patient samples that, when tested for cortisol, the same result was received. None of the cortisol results or the additional vitamin d results were reported outside of the laboratory. The most recent event is that the initial vitamin d result was 1561588 (unit of measure not provided). The dilution ratio next to the result was listed as 259. A dilution test was not ordered by the user and no diluent was onboard. The result was released to the clinician because there was no data flag associated with the result. The result was not used to make a treatment decision because it was "clearly wrong." The sample was repeated and the result was 101 (unit of measure not provided). The customer has stopped all automatic release of results from this instrument. No adverse event occurred. The vitamin d reagent lot number and expiration date were not provided. This is a known issue and software upgrades are in progress.